Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the patient contacted animas to report the pump had no power, and a blank screen. On an unspecified date, the patient woke up and noticed the pump screen was blank, and his blood glucose level was 600 mg/dl. At that time, the patient experienced the symptoms of nausea, vomiting, fatigue, frequent urination and increased thirst. The patient replaced the battery, but the pump did not power on successfully. Troubleshooting revealed no damage to the battery compartment or cap, the battery had been replaced, the cap had been replaced and was secure and tight. The issue was not resolved. As the patient suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the pump issue occurred, this complaint is being reported.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: visual inspection cinfirms moisture ingress inside the pump on the display screen. Pump powers ¿on¿ with an ¿illegal battery¿ alarm, unable to be cleared. Information from the reported failure date is overwritten in the black box, evidence of ¿power on reset¿ is observed. Multiple 'illegal battery' alarms are observed as well. Available tdd histories add up correctly and reflect user¿s programmed basal rate target. Unrelated to this complaint the display screen was observed to be dim and faded, a test display was mounted during the course of investigation and it was fully functional and illuminated. On (B)(6) 2013 time/date flipped to default settings after less than 24h of por, inspection shows a leaking internal battery component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.